Manufacturer narrative:
On (B)(4) 2011, tech support called the customer and walked them through a fluoro and rad shot, and reports the system worked normally. On (B)(4), the field service engineer visited the site and verified proper limits and system operation using service checklist (B)(4) and sedecal generator service manual 710951. Unit was returned to full service.

Event description:
(B)(6): customer reports system did not fluoro while the patient was on the table, customer did something to the system and it started functioning as expected. Patient procedure was completed and there was no reported injury to the patient. Customer did not recall the type of procedure being performed or patient age and/or gender.